Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. We are unable to definitively determine the cause for the reported experience. Citation: andrew p. Carlson, ali alaraj, sepideh amin-hanjani, et al. "Continued concern about parent vessel steno-occlusive progression with onyx hd-500 and the utility of quantitative magnetic resonance imaging in serial assessment." Neurosurgery. 2013; 3.

Event description:
Medtronic received information through review of literature that clinical complications occurred in 3 patients, all of which were visual. One patient with a paraclinoid aneurysm and uneventful embolization had a right-sided inferior temporal scotoma with a normal retinal examination. This resolved over 2 months of clinical follow-up. One patient with a superior hypophyseal aneurysm developed monocular blindness 1 hour postoperatively that was not initially present on awakening. During the treatment, there was a small tail of onyx in the parent vessel that was thought to be stable; however, on immediate angiogram after the blindness, the tail was found to have flipped superiorly to the ophthalmic origin. Placing a stent was considered, but the tail was thought to be in a stable position. The 6-month follow-up angiography showed the tail to be stable but with occlusion of the ophthalmic artery (figure 2). The third patient with a paraophthalmic aneurysm developed a right eye visual field deficit. There was known to be some ophthalmic artery compromise by onyx during the procedure; however, on follow-up angiography, the flow in the ophthalmic artery remained anterograde. The single patient who presented with cranial nerve iii neuropathy was the patient in whom a complete seal could not be obtained, so the aneurysm was treated with coiling without onyx. Other angiographic complications included 1 asymptomatic ophthalmic origin compromise, which recanalized at 6-month follow-up, and 1 asymptomatic ophthalmic occlusion with retrograde filling. There were 2 small distal embolic events of onyx into small middle cerebral artery (mca) branches. Neither of these patients was symptomatic, and 1 of the patients had an magnetic resonance imaging (MRI) with no restricted diffusion, likely because of collateral flow. All patients except the patient with monocular blindness were discharged with a glasgowoutcomescale score of 5. There were three patients were delayed stenosis. One patient (5) had severe stenosis at 6 months progressed to occlusion at 18 mo. One patient (9) had 40 % stenosis at 6 mo; improved to 15% by 31 mo. One patient (11) had 70 % stenosis at 6 mo, then improved at 15 mo and at baseline at 27 mo. It was further noted that this patient also had distal migration of onyx from the cavernous treatment into the ica and then the mca. The final patient was being retreated after previous stent coiling, and despite an initial successful balloon seal test, an inadequate seal was obtained during embolization, so the procedure was aborted. A small amount of onyx was trapped in the tines of the stent, and a second stent was placed to stabilize the onyx cast. The patient went on to standard coiling without incident. All treated patients were female. Sixteen patients underwent successful treatment of the target aneurysm with onyx hd-500. The locations of the aneurysms were all on the ica from the cavernous to the paraclinoid segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.